Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The front right caster headtube spacer was broken at the side frame weld joint. The most likely underlying cause was identified as inconsistent weld penetration at the headtube/ spacer joint. This condition could result in a reduction of strength in the weld joint that could have contributed to the fall.

Event description:
The daughter was pushing her mother in the chair when the wheel allegedly fell off and broke at the weld. No injury is alleged.